Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the mainbody of the transfer set during use. The product had been used for 95 days. There was no patient injury or medical intervention. There was patient involvement. There is no additional information.

Manufacturer narrative:
(B)(4). The device was returned and a sample analysis was performed. A visual inspection found a chip insert missing from the dark blue connector/light blue mainbody. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported problem was verified by the sample analysis. The cause of the reported issue was determined to be a manufacturing issue. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.